Event description:
Caller reported the t:slim x2 pump battery will not charge. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy while technical support arranged and sent replacement pump.